Event description:
It was reported the 200 micron tfl single use fiber had upon activation immediately smoked and a small break, and sparks/fire where the fiber broke at the hub near the white connection and blue cladding was observed. The issue occurred during a therapeutic ureteroscopy with laser lithotripsy procedure and was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Updated field(s): d4, e1, g1, g2, h2, h6, h7, h9, h11 correction to d4 catalog should not have been selecting in initial report. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.